Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation, it passed self test and unexpected restart error test. No unexpected pump resetting anomaly noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube, minor scratches on display window and broken reservoir tube lip.

Event description:
Customer reported the keypads on the insulin pump were unresponsive and then the device alarmed button error. Before the button error occurred customer took out the battery and the device still did not work. Customer's blood glucose was 205 mg/dl. Customer reported he was working out and the belt clip unattached from the device and it fell but it did not hit the ground, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.